Event description:
Caller reported cgm error 42. There was no adverse impact to the customer¿s blood glucose level. Cts provided complete pump reset information and walked caller through the process. After completing the reset, there were no further errors, and the caller successfully started their sensor session.